Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that while putting the screw into the cup, got screw fully seated and the tip of the screwdriver came off in the screw head.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. The fracture surface is angled which suggests the driver was not fully engaged with the screw during tightening. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be application of excessive force by the user. The event description noted the screw was fully seated at the time of the event; it is likely that further torque applied to the seated screw caused the driver to fracture. No material or manufacturing defects were noted during the investigation.

Event description:
It was reported that while putting the screw into the cup, got screw fully seated and the tip of the screwdriver came off in the screw head.